Event description:
In 2006, a physician successfully positioned and deployed a xact stent into the right internal carotid artery. On nine days later, the pt presented to the hosp with a left side weakness as well as left side facial, ear, and arm numbness. Pt was diagnosed with a cerebrovascular accident (cva) and hyponatremia. Pt was treated and released on two days later.

Manufacturer narrative:
The device was not returned, and there was no lot info. We were not able to perform device inspection or device history record review in this case.